Event description:
A patient (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite on (B)(6) 2009. The patient reported a urinary tract infection on (B)(6) 2010. The patient was treated by a primary care physician with a ten day course of antibiotics which resolved on (B)(6) 2010. The physician assessed the event as mild in severity and not device related. The patient reported a second uti on (B)(6) 2011 and was treated with antibiotics for seven days. The event was determined to mild in severity and not related to the coaptite injection.

Manufacturer narrative:
At the time of this report, the symptoms had resolved. A review of the device history records indicates the reported lot #10111659 met all specifications prior to release and no abnormalities were noted.